Manufacturer narrative:
Unit power up properly after battery installation. No blank display noted. Unit alarmed motor error during rewind due to corroded motor home switch. Also moisture damage keypad traces and electronic assembly during visual inspection. Unable to perform current test, error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify any battery alarm due to motor error alarms. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corners. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump did not power on and alarmed low battery. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the display returned after a battery change. Customer was advised to monitor the pump and that a new replacement battery cap would be sent. Customer was advised to call back when battery cap received for further troubleshooting.